Manufacturer narrative:
The device was received for evaluation. During functional testing, false air in line was not reproduced. Evaluation was unable to send the device to flow for upstream air testing due to a constant "reload set" alarm. The reload set alarm indicated that the device was detecting an air-filled set in the upstream area. A review of event history log revealed multiple occurrences of "air in line" messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be failed ultrasonic sensor . The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed false air in line. This occurred in the biomed service department. There was no patient involvement. No additional information is available.